Manufacturer narrative:
No samples were received for investigation of pr 10491178, in which the customer has stated: ¿during use, blood returned to the cvc pipeline¿. The product in use at the time is reported to be a 2000e china from lot 23095093. Further correspondence from the customer confirmed that they used the smartsite connector with an unknown PICC catheter during administration of a chemotherapy drug. The customer also confirmed that there were no damages on the affected product and the infusate was kept at normal room temperature. Additionally, the patient was not under infused because of reported incident. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23095093 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that bd alaris smartsite needle-free valve had backflow the following information was received by the initial reporter with the following verbatim: on (B)(6) 2024, medical staff used a needleless sealed infusion connector to treat a patient. During use, blood returned to the cvc pipeline, and the tube was sealed with heparin and replaced with a heparin cap connector. No harm was caused to the patient. Similar incidents can easily cause pipeline blockage and affect patient treatment.